Event description:
After using stryker endoscopic shaver, physician noted what appeared to be very fine metal shavings in the knee joints. Knee joint was irrigated profusely with saline. No obvious defect noted to shaver.